Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter caused a kidney infection. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for kidney infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Precautions: not recommended for patients who are: ¿agitated, combative, or uncooperative and might remove the purewicktm female external catheter". "Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter caused a kidney infection. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for kidney infection. Per follow up via phone on (B)(6) 2022, it was reported that the customer received a replacement purewick urine collection system.